Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead causing high rate non-sustained episodes. Additionally, there was false recording of vt (ventricular tachycardia) and svt/vs (supra ventricular tachycardia/sinus tachycardia) by the implantable cardioverter defibrillator (ICD). The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.